Event description:
The customer reported a fog coming from the unit. The employee complained of not being able to breath properly, watery, itching, burning eyes, sore throat, lost voice, headache, dizziness, coughing, sneezing and feeling tired. The employee did not seek medical attention or require treatment for her symptoms. The asp field service engineer serviced the unit and found the fog was caused by oil mist.

Manufacturer narrative:
.